Manufacturer narrative:
Evaluation of the returned ruby coil confirmed a pusher assembly kink. If the device is forcefully mishandled at an extreme angle during use, damages such as a kink may occur. Further evaluation of the device revealed additional kinks in the pusher assembly. This damage was likely incidental to the complaint and may have occurred during packaging for the return. During functional testing, the returned ruby coil was unable to advance through a demonstration lantern due to the kink near the proximal end of the pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left gastric artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician kinked the pusher assembly of a ruby coil after advancing a few centimeters into the lantern. Therefore, the ruby coil was removed. The procedure was completed using three new ruby coils and the same lantern delivery microcatheter (lantern). There was no report of an adverse effect to the patient.